Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal evolution was returned for product evaluation. The hemostasis sheath and carrier tube assembly were returned along with a header bag. No other accessory components were returned. Visual inspection revealed that there was a kink noted near the handle of the carrier tube assembly. The deployment sleeve of the device was in forward lock position. The button was found to be soft. The distal tip of the carrier tube assembly was then examined under the microscope and the anchor was found to be intact and fully exposed. The dried collagen had expanded from the manufacturing slit due to contact with the blood. The bypass tube was returned mated with hemostasis sheath at the hemostasis valve. No other visual anomalies were noted with the returned components. Dimensional testing was performed. The od of the carrier tube was measured to be 0.102'' which was within the specification of 0.102" +/- 0.005. The inner diameter of the bypass tube head at the proximal end was measured to be 0.109" which was within the specification of 0.109" +002/-0.003''. All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that an off-axis force during handling or inserting the carrier tube assembly into the hemosheath may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor came out from the tip before it was inserted it into the sheath. They then opened another new angio-seal vip device and found no problem with it and completed the procedure. The patient was in stable condition. There were no other devices or equipment used with the reported product. Additional information was received on 04aug2020. When the user was preparing the device, they wanted to put the angio-seal device system into the sheath when they noted that the anchor had come out from the tip. The procedure that was being performed was a percutaneous coronary intervention (pci) using a 7fr procedural sheath. A pre-deployment angiogram was performed. Additional information was received on 19aug2020. The anchor was intact however, the operator was not confident to use the ceased-shaft angio-seal. The bypass tube was covering the anchor. The poly-foil pouch was completely opened prior to remove device. The user reported that they handled the device normally as they usually do.